Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of peritonitis and treatment were unknown. The patient did not recover from the peritonitis. Their pd therapy was discontinued, catheter removed and the patient was switched to hemodialysis three times a week. During hemodialysis, the patient passed away (in the hospital). The cause of death was unknown. It was reported that an autopsy was performed, however, the reporter declined to provide the result of the autopsy. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.